Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was 112 mg/dl. Customer stated that when he did a bolus, he pressed the up arrow to put the food amount and it kept ramping up. Customer took the battery out for awhile and put in a new battery. The pump alarmed battery out limit and still had the same issue with the up button. Customer was advised that the battery out limit alarm is normal pump behavior. Customer was advised to monitor the pump. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, a cracked case near the display window corners, minor scratches to the display window, a cracked reservoir tube window, a cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads and a stained address and serial number label were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).